Event description:
It was reported that attachments will not lock onto motor also there is rust in the collet and locking mechanism. It was also reported that there was no patient involved with this event.

Manufacturer narrative:
H3: product analysis: evaluation determined overheating. The device was tested and the maximum temperature was measured to be 117°f. The most likely cause of failure is bearings are corroded due to inadequate preventative maintenance. It was also noted that the bur and attachment can be difficult to insert and locked and the front bearings are worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.